Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: investigation summary: evaluation of the photographs provided showed two tubes with larger than normal droplets of additive on the tube walls. DHR/bhr review: no issues relating to the reported defect were identified within the DHR for this lot number. Investigation conclusion: evaluation of the photographs provided showed a slightly coarser than normal spray pattern on the tube wall. Due to this the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Root cause description: the most likely root cause for this type of defect is that the additive spray nozzle has become slightly occluded causing the spray pattern to be coarser. In turn this becomes slightly yellow when irradiated. The fact that the spray nozzles are automatically washed at regular intervals during processing means that the impact of this type of issue is limited.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had abnormal additives. No serious injury, no medical intervention reported.

Manufacturer narrative:
Correction: MDR ownership: (B)(6). From: date received by manufacturer: 10/17/2017. To: date received by manufacturer: 10/17/2016.